Manufacturer narrative:
(B)(6) 2016.

Event description:
A report was received that the patient had an increased pain at the pocket site. The physician believed that due to recent weight loss, the pain had worsened. No device malfunction was suspected. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure. Patient was doing well postoperatively. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an increased pain at the pocket site. The physician believed that due to recent weight loss, the pain had worsened. No device malfunction was suspected. The patient will undergo a revision procedure.